Event description:
The patient reported that his blood glucose levels have been elevated for a few days. He says his usual target blood glucose is 120 mg/dl and 200 mg/dl before bed. His blood glucose levels have been ranging from 250-500 mg/dl over the past few days. He reported that he had an amputation on (B)(6) and started on antibiotics a few days prior to calling animas. He says he has not contacted his hcp about his elevated blood glucose levels. There were no air bubbles in the cartridge but the patient mentioned he used refrigerated insulin to fill the cartridge. The patient denied blood, leakage, or a bent cannula. There were no problems at the infusion site and the patient's blood glucose level did not change after changing his infusion site. The patient confirmed that the pump's bolus and other histories were correct. The patient calculates his own bolus doses and does not use the pump's calculator. There were no signs of mechanical issues with the pump, tubing, or cartridge, and the animas representative recommended discussing his bolus calculations with an hcp. This complaint is being reported because the patient alleged his blood glucose levels were elevated and it is unclear whether use of the product may have contributed to the elevation.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: adequate investigation was not able to be performed on this pump due to an unrelated unresponsive up arrow keypad button. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. There is no evidence of a pump malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient used cold insulin to fill the cartridge and calculated bolus doses without using the pump calculator. Either use error can cause elevated blood glucose levels. The owner's booklet states to only use room temperature insulin to fill the cartridge and the pump's calculator aids to accurately calculate a recommended bolus dose based on the patient's insulin needs.